Event description:
The customer reported that the monitor would no longer display an image. The field engineer reported that the system would not boot up. There in no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.